Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm when on an airplane, however due to frequent altitude alarms the customer reverted to alternative pump. The customer's blood glucose level was not impacted.